Manufacturer narrative:
The sample has been returned to the MFR for evaluation. Results are expected soon.

Event description:
The patient had the catheter implanted in 2006, and it was explanted one month later. In 2007, the pt noticed something coming out the same place the catheter was inserted. The pt pulled on it and found out it was the wire. The pt cut the wire and went into the dr's office. Dr's office sent pt to radiology, where they noted 12 to 14 inches of .018 wire was in the right atrium, right ventricle and in the left arm. The radiologist was able to remove a portion of the wire. Rn that originally implanted the catheter stated, "the placement was not difficult".